Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. The oversensing resulted in pacing inhibition. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.